Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The pacemaker was found in backup vvi mode. The device firmware was restored successfully. The patient was stable throughout and would be continued with normal follow up.